Event description:
It was reported that the soft tissue of the chest cavity was damaged during a sternotomy redo procedure. It was further reported that the damage to the tissue was repaired and the pt has since recovered.

Manufacturer narrative:
Product has not been returned for eval. It was reported by the theatre manager that there was no record of the serial number of the handpiece or the lot number of that blade used at the time of the event. At this time, the hospital is unable to provide serial or lot info.